Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia after recent initiation of the ilet system, including a documented fingerstick of 81 mg/dl and sensor readings in the 70s, with a low alert on awakening; the user disconnected the system after an urgent care visit, later reconnected, and sought guidance on meal announcements and target range adjustments. Symptoms included headache and sweating. Outcomes included self-treatment with oral carbohydrate and food, evaluation at urgent care with medication for headache, and diagnostic imaging. Investigation included troubleshooting education on hypoglycemia management and algorithm behavior, including guidance to avoid announcing when already low. Investigation of this case revealed no device alarms and no identified device malfunction, with hypoglycemia of unclear cause during early therapy use. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.